Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed and reproduced during the evaluation of the returned modular cable. Visual inspection revealed the returned modular cable was in used condition. There was a kinked area near the controller driveline connector bend relief. The outer insulation (jacket) at this area appeared dry and cracked. There was a dark brown discoloration on the inline connector bend relief and the controller driveline connector bend relief. The pins inside the controller driveline connector and the inline connector appeared unremarkable; however, there were foreign debris around the rim of the locking mechanism of the inline connector. The returned modular cable was connected to the returned system controller (hsc-102395), a test pump and test power module/system monitor. The modular cable was manipulated while operating a test pump and the system activated a driveline communication fault alarm. The polyurethane sleeve, kevlar shielding, and bionate were removed to examine the 6 underlying wires. Visual inspection revealed multiple areas where the wires were kinked. The first area was ~3¿ from the controller driveline connector, where the green (communication a line) and the black (ground a line) wires insulation was damaged exposing the wires strands. The electrical contact between these wires will result in the reported driveline communication fault alarm. The green (communication a line) and yellow (communication b line) wires insulation was damaged ~4.5¿ from the controller driveline connector, and the black wire (ground a) insulation was damaged ~10.8¿ from the controller driveline connector. Additional areas where the wires were kinked with no damaged insulation were at 7.8¿, 14.4¿ 18¿, 18.8¿ and 20.7¿. Although the specific root cause for the compromised wires/insulation was not able to be determined, it appears that it was related to wear and tear due to repetitive flexing during use. The device history records were reviewed and the record revealed the modular cable was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, under section 4 ¿living with the heartmate 3¿ cautions the user how important is to protect the driveline: do not twist, kink, or sharply bend the driveline. Twists, kinks, or sharp bends can cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline does become twisted, carefully turn the system controller to unravel the driveline, turning until the driveline is no longer twisted. Avoid pulling on or moving the driveline, especially as the skin exit site is healing. Pulling on or moving the driveline can damage tissue at the exit site. Exit site trauma or tissue damage can increase the risk of getting a serious infection. To avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. Call hospital contact if any change is observed in how the pump works, sounds, or feels. Never use tools to tighten power cable connectors. Securely hand tighten only. Using tools may damage the connectors. Damage to electrical wires inside the driveline can occur even if the damage is not visible. Be alert for signs of driveline damage, including, but not limited to: the system controller alarming when the driveline moves or when body position changes. High pulsatility index (pi) readings on the system controller. Feeling pump vibrations. Fluid oozing from the external portion of the driveline. Device stoppage. Rules for driveline care: do not sharply bend or kink the driveline (see what not to do: driveline and cables on page 235). If you carry the system controller in a carrying case, be careful that you do not ¿catch¿ the driveline in the zipper. Allow for a gentle curve for your driveline. Do not severely bend or kink the driveline. Do not wrap the driveline tightly. Keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Do not pull on or move the driveline going through the skin. When checking that the controller driveline connector is fully inserted in the system controller socket, gently tug on the end of the connector. Do not pull on the driveline. To avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. Be aware of where your system controller is at all times. It is important to protect it from falling. Dropping the driveline can make it pull on the driveline exit site. Report any drops of the system controller to your hospital contact. Do this right away, even if everything seems fine. If the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Use care to keep the driveline from snagging or catching on anything that can pull on or move the driveline. Check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed a driveline fault alarm on their controller. The patient denied any hazard alarms, pump stops, or symptoms associated with the event and the modular cable connection was tight. Upon review of the last 6 alarms in the event history, several low voltage advisories and low voltage hazard were observed. The patient's pump parameters were within limits and he pump running symbol was illuminated on the controller. Log file review confirmed intermittent driveline communication faults on (B)(6) 2022. Additional information was received that the modular cable and controller were exchanged and the patient had no further issues. The patient was listed for heart transplant and it was planned to continue seeing the patient every 2 months in the clinic. Related manufacturer's report capturing controller exchange: 2916596-2022-14165.